Event description:
Upon dilating balloon to 14 "bars" balloon ruptured; withdrawn at some slight resistance at guide and lt main, but balloon was removed, distal portion noted to be sheared off and left in pt. Proximal portion of balloon moved upon catheter. Plastic portion of balloon that was left in pt was retrieved entirely with snare.